Manufacturer narrative:
The inform the information was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The clinical trial representative reported via phone call that the subject experienced diabetic ketoacidosis. The subject's blood glucose level was unknown. They reported that the subject experienced a device deficiency. They reported that she tried to stay in the study but refused after all the alarms kept her up half the night and would be distracted at work. The insulin pump will not be returned for analysis.